Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device monitor is displaying a disconnected mode. A technical support specialist rebooted the station to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a device monitor is displaying a disconnected mode. The customer reported that there was a delay in dispensing medication for a patient. There were no adverse events or injuries reported based on this event.